Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert due to high out of range shock impedance for the right ventricular (rv) lead. Technical services (ts) reviewed the device data and confirmed there is a gradual increase in the shock impedance over the last 12 months and one out of range shock impedance measurement of 132 ohms. There is no evidence of noise on the shock or rv electrograms (egms). In-clinic assessment of the lead was recommended and troubleshooting suggestions were provided. The rv lead remains in service. No adverse patient effects were reported.